Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information received from the patient reported that the patient observed a power-on-reset (por) on their implantable neurostimulator (ins) and that the therapy had stopped. The patient stated that they had charged the ins on (B)(6) 2015 to about 2/3 to 3/4 battery full with the stimulation on then turned the stimulation off on that same night as they normally would. On (B)(6),<(>,<)> 2015 they went to turn the stimulation back on and saw the warning por. The issue was not related to a overdischarge event. It was then reported that the patient had a CT scan performed the week of (B)(6) 2015. The por could not be cleared at the time of report and the patient was redirected to their healthcare professional (hcp). The indication for use for the implanted device was noted as spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.